Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. A longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 10 mm proximal of the proximal markerband to 15mm proximal of the distal markerband. There were no issues found on the tip, shaft, and markerbands of this device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified cephalic vein. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, on the first inflation when the pressure reached 20 atmospheres, the balloon burst. It was when the device was simply pulled out was the burst noted. A different model was used to complete the procedure. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified cephalic vein. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, on the first inflation when the pressure reached 20 atmospheres, the balloon burst. It was when the device was simply pulled out was the burst noted. A different model was used to complete the procedure. No complications reported, and patient status was stable.